Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - proximal femoral nail (pfn)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article papasimos, p., koutsojannis, c., panagopoulos, a., megas, p., and lambiris, e. (2005) a randomised comparison of ambi, tgn and pfn for treatment of unstable trochanteric fractures. Arch orthop trauma surg, volume 125: 462-468. The purpose of this article is to initiate a prospective, randomized, clinical trial comparing the dynamic hip screw (ambi), trochanteric gamma nail (tgn) and proximal femoral nail (pfn) operations used for treatment of unstable fractures, for differences in intra-operative use, consolidation, complications and functional outcome. This study occurred from january 2000 through december 2002, with follow-up until december 2003 (at least 1 year). The study included one hundred forty-one (141) patients. There was ten (10) non-survivors prior to first postoperative year and eleven (11) cases were lost at last follow-up evaluation (11 patients), which lead to a final total of one hundred twenty (120) patients for the study. The mean age was 81.2 years and study involved forty-seven (47) males and seventy-three (73) females. This is report 1 of 4 for (B)(4). This report is for an unknown - proximal femoral nail (pfn) and refers to one (1) case of fracture of the great trochanter was noted.